Manufacturer narrative:
H3 other text : device has not been returned to the manufacturer.

Event description:
The manufacturer became aware of a rep dreamstation auto CPAP device alleging symptom of kidney disease/toxicity. Medical intervention was not specified by the patient. Due to potential litigation surrounding this case, no follow up can be performed at this time. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Additional information was received on 9/22/2025, the following are updated/corrected. In section d: - product brand name, model number, catalog item identifier are updated/corrected in this report